Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 295 to 433mg/dl. The nurse stated that the customer was vomiting at time of her admission. The customer's blood glucose was treated with an insulin drip and dropped to 137mg/dl. The nurse stated when the customer was at home she received no delivery alarms several times while attempting to bolus. Advised the caller that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.